Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Regarding ¿but stapler cut without stapling¿, could you please confirm if there were any staples missing from the staple line? Could you please clarify what was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that the ntlc linear stapler has been used in a colon cancer case for resection, but stapler cut without stapling and the surgeon had to suture to compensate for the malformed staples. The surgery was delayed by 30-minutes but was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2020. Additional information was requested, and the following was obtained: regarding ¿but stapler cut without stapling¿, could you please confirm if there were any staples missing from the staple line? No. Could you please clarify what was the shape of the staples (b-formation, irregular, legs straight)? No stapling happened.